Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an hand surgery the suture came loose when the anchor was screwed in. The anchor remained in the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1318ft serial/batch number (B)(6) was received for investigation. Visual evaluation noted that the returned device arrived with the suture attached to the two curved needles. Functional testing was not performed as the anchor was detached from the device. The most likely cause can be attributed to misuse due to improper bone preparation, misaligned insertion, or prying/leveraging the screw during insertion.